Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator and right ventricular lead exhibited oversensing resulting in inappropriate shocks. Review of transmissions revealed that there was far field p-wave oversensing. No device intervention was performed. No further information available.